Event description:
It was reported that post-op x-ray of a cervical fusion indicated that the bioplex has cracked. During 2008 revision surgery, the surgeon observed that the bioplex broke down quickly for a 3 month timeframe. Revision surgery was completed.

Manufacturer narrative:
The package insert indicates, "this device is not intended for any spinal indications. The safety and effectiveness of this device when implanted in the spine have not been established".